Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. A visual inspection of the device identified marks on the outside of the patient adapter indicative of tool use. The reported connection issue could not be duplicated during evaluation. A CAPA currently exists to investigate reports of damage to transfer sets. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv-flash solution transfer set had become disconnected from the tip protector when the patient attempted to exchange solution bags. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.